Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, foggy image. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Evaluation findings: the defect described by the customer as "fogged" can be partially confirmed. The image shows blurring in the lower part of the image. The distal solder joint is chemically corroded and leaking. Moisture was able to penetrate the system due to the leak. Furthermore, residues of unknown origin can be seen behind the distal cover glass, which may contribute to the blurring in conjunction with the moisture that has penetrated and the slightly bent shaft. In addition, slight dirt particles are visible in the rod lens system, which may be due to normal use of the optics because of the slightly bent shaft. The damage found may have been caused by clinical reprocessing and cannot be attributed to a manufacturing/production defect the event is filed under internal karl storz complaint ID: (B)(4).